Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient weighed roughly 190 - 195 pounds and they had fully recovered from their skin being raw. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported where the skin was glued back together, the skin was still raw. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: information updated to reflect correct manufacturing site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral causalgia. It was reported the patient had the stimulator removed on (B)(6) 2018. The patient stated the stimulator was on the right side of his abdomen and it was protruding. The patient said it looked like it was coming through the skin since 2017. The patient said they wear jeans and he would have to belt them tight because they kept sliding over the device making his skin raw in the area since 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said the cause of the issue was not determined. No further complications were reported.